Manufacturer narrative:
This event was reported by the patient. Hc incident report reference no (B)(4); submitted to (B)(4) by the patient. (B)(4). The complaint device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage single handle kit device was implanted into the patient during a procedure performed on (B)(6) 2014. On (B)(6) 2016, the patient has experienced a urinary tract infections and urgency in cravings.